Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2014-07686. It was reported that balloon rupture occurred. Vascular accessed was obtained via femoral artery. The 85%, 30x3.0-3.5mm, eccentric, de novo target lesion containing a lesion bend of between >45 and <90 degree was located in moderately calcified and moderately tortuous left anterior descending artery (lad). Following predilation, a 28x3.00 omega¿ stent was then advanced to treat the lesion. During advancing, the physician encountered significant resistance and the device failed to cross the lesion. The device was removed and it was noted that the tip of the stent was deformed. Two 28x3.00 omega¿ stents and a 32x32mm omega¿ stent were successfully deployed from the distal to proximal lad. Following implantation, a 3.0mm x 20mm quantum¿ maverick¿ balloon catheter was advanced to the distal lad for post-dilation. The balloon was initially inflated at 15 atmospheres for 15 seconds. However, during the second inflation at 15 atmospheres for 15 second, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.